Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed, chronically occluded, severely calcified target lesion was in the severely tortuous proximal left anterior descending artery (lad). The lesion was predilated with a 1.5x15mm apex balloon catheter. The physician attempted to advance a 2.5x16mm taxus express2 drug eluting stent (des) to treat the target lesion, but the device would not adequately cross the lesion. The physician made "several" attempts to cross the lesion with the 2.5x16mm taxus express2 des but was unsuccessful. Upon removal, a lifted stent strut was noticed. The procedure was completed with an unspecified type of device. There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.